Event description:
Subsequent to the initially filed report, the following information was received: reportedly, a cuff miss [suture retrieval issue] occurred with four prostyle devices. The sheath was upsized to 17f and the evar procedure was completed. No additional information was provided.

Manufacturer narrative:
B5 - describe event or problem updated. The additional prostyle devices, referenced in b5, are being filed under separate medwatch manufacturer report reference numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 9f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a prostyle cuff miss [suture retrieval issue] was noticed. The sutures of two new prostyle devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.